Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The display returned after troubleshooting. The customer reported motor error alarm. The customer stated that the insulin pump was able to rewind but it turned off after. The customer reported that the insulin pump was turning on and off. The customer also reported that they received a motor position encoder error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the pump history file; unable to perform occlusion, unexpected restart and excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No blank display, display anomaly or check setting alarm noted during testing. All operating currents measurement was within the specification, no unexpected low battery, battery out off limit or off no power alarm noted. Pump passed self-test, unexpected restart test and all operating currents measurement was normal. No damage inside pump noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.